Manufacturer narrative:
(B)(4) applies to model 97755, serial number (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 97755 lot# serial# (B)(4) implanted: explanted: product type recharger product ID 97745 lot# serial# (B)(4) implanted: explanted: product type programmer, patient if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative who responded back from follow up sent to them. It was reported that the patient was recharging ins with frayed cable close to the charging head. Charging portion was returned and replaced which resolved the patient being shocked and burned.

Manufacturer narrative:
Other relevant device(s) are: product ID: 97755, serial/lot #:(B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient had difficulty coupling the recharger with the implantable neurostimulator (ins) and the recharger was becoming hot. The no device found screen was seen. This started 2 weeks ago. The recharger had a frayed cord and the wire was exposed. It was noted that the shocking sensation seemed to not be from the ins and was from touching the recharger. The patient had a small burn from it. When the caller tried to move the recharger it burned and shocked their hand on (B)(6) 2019. The patient had a recent weight gain and it might be affecting the charging. The issue was not resolved. The patient planned to see their health care provider (hcp) and follow-up by the manufacturer representative was planned for (B)(6) 2019. No further complications were reported.